Event description:
As reported by an affiliate, a male pt was admitted for intervention of a 90% stenosis of his proximal left circumflex artery. The lesion was described as de novo, moderately calcified and slightly tortuous. The lesion was pre-dilated with an nc mercury balloon. A 3.0 x 23mm cypher was delivered to the lesion, but could not cross the lesion. Ivus revealed calcification at the ostium of the left circumflex and the distal end of the obtuse marginal branch. The physician confirmed that the cypher had become flared when it became stuck in the calcification of the left circumflex. The physician removed the cypher and successfully completed the procedure with a 3.0 taxus liberte. There was no pt injury reported. The product will not be returned for analysis due to the pt's infectious disease (hepatitis b).

Manufacturer narrative:
Additional info will be provided within 30 days of receipt.